Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the moderately tortuous, non-calcified and 90% stenotic proximal left circumflex artery. The physician advanced the 3.25x20mm maverick2 balloon to the lesion and inflated it to 12atms and then deflated it. Then the physician inflated the balloon to 6atms and it ruptured. The device was removed intact. The procedure was successfully completed with this balloon. Patient status is listed as "good."